Event description:
The complainant alleged that during routine testing by a biomed the device pacer output rate would not change. The complainant indicated that there was no pt involvement with this reported malfunction.